Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a vessel dissection occurred. During diagnostic catheterization with an expo guide catheter in order to place a lotus valve, a dissection of the right iliac artery was noted. The dissection was treated with a non-bsc stent and underwent transfusion of 4 units of red blood cells. No further patient complications were reported and the event was considered resolved.